Event description:
It was reported that the patient¿s trial was wonderful. The trial was done with 2 subcutaneous leads. The patient had the full implant with the subcutaneous leads and they worked for a while but then slowly became ineffective at controlling the patient¿s pain. The patient started having issues with the subcutaneous leads about 1.5 years after the implant. On (B)(6) 2011, the patient had the leads replaced with a paddle lead. The stimulator was not moved since it was scarred in place. The lead was just above the dura on their spinal cord and was working wonderfully. The paddle lead was put in at the same place as the subcutaneous leads. The paddle lead was a huge improvement and was much more precise at targeting the patient¿s pain areas. The pain relief was better.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot # n284900, implanted: (B)(6) 2011, product type accessory; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type lead. (B)(4).